Event description:
Device 1 of 2. Reference MFR report number: 1627487-26090. It was reported the patient's permanent procedure was extended by two hours due to sterile field breach. During the procedure, the physician was tunneling from the cervical lead site down to the ipg pocket. The tunneling tool punctured out the bottom of the ipg pocket. It was noticed the ipg was protruding from the skin at the bottom of the pocket. Due to the ipg being exposed to a non-sterile environment when it protruded through the skin through the hole caused by the tunneling tool, the physician removed the ipg and implanted all new product.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.